Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 9fr sheath hole prior to a carotid artery stenting (cas) procedure. After the procedure was finished and a guide wire was advanced, the procedural sheath was removed. The knot was advanced with the knot pusher, but the suture separated. Hemostasis was almost achieved, so manual compression for about five minutes was used to achieve hemostasis completely. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.